Event description:
It was reported 2 batteries died in a very short period of time. Additional information has been requested and will be made as follow up as it becomes available. See manufacturer report #3007566237201006555.

Manufacturer narrative:
(B)(4).